Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that there was diluent leaking from behind the red blood cell (rbc) aperture of the coulter hmx analyzer with autoloader. Customer reported that patient's results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a subtle leak around the rbc aperture. The fse replaced the bath o-ring and tightened the fittings to resolve the leak.